Manufacturer narrative:
The device was received with the implant separated from the pusher. No burn marks were found on the heater coil & distal black pet. Inspection on the implant found the coil loops deformed and stretched at the proximal tie knot section. The distal ball and attachment glue bonds were measured and were within specification. The monofilament was removed from the pusher body coil and displayed a stretched tail profile at the tip, indicating tensile forces were applied to the monofilament during the procedure. The device was received with the implant detached from the pusher. During the investigation on the device, the monofilament was removed from the pusher body coil and was found to have a stretched tail shape at the tip, indicating tensile forces were applied to the monofilament, which broke as a result. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not available for evaluation, so it could not be determined if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil detached prematurely in the microcatheter. There was no reported patient injury or additional intervention.